Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A visual inspection observed the 18pin port has arc/burn damage. A functional evaluation revealed the 18pin port could not be tested due to the arc/burn damage. The complaint was verified and is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include there may be a damaged receptacle, plugging in a wet wand connector, or exposure of saline to the wand receptacle. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during a shoulder scope, the controller was not working properly, causing the wand to short out. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that the 18pin port of this unit has arc/burn damage. Which makes it a reportable event.